Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported lost connectivity to central, weak tele signal and no data tele. It was stated there was a patient incident, no information has been provided at this time.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched for onsite service. The tc determined that the weak telemetry signal and no data telemetry for room 85 is expected and is not part of the current wireless coverage agreement. Phillips wireless devices were found to be working as expected. The tc communicated with the customer that the rooms are not within the scope of the telemetry design. Additional access points (ap¿s) and a new design would need to be proposed to resolve the issue.

Event description:
Additional information was received stating there was no patient impacted. The customer was aware of the wireless coverage area agreement and wanted to begin the process to expand coverage to additional rooms.